Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple presses to turn on the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support advised the caller on how to operate the button more effectively and decided to replace the pump. The customer planned to use the current pump until the replacement arrived.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.